Event description:
In lt hip prosthesis revision, cup and liner was removed. Cup and liner eroded, metal exposed. Implanted at another hosp. Pt was diagnosed with dissociated plastic liner in lt acetabular cup on 3/14/95. Surgery was post-poned by pt until 8/96.